Event description:
Cautery machine set at cut 040, coag 040. Surgeon noticed a hole in his glove and a burn to his fingertip. He did not feel an electrical surge during surgical procedure. Questioning if this could have been related to a cautery machine problem. Machine taken out of service and sent to biomed for testing.